Event description:
The health professional reported that upon removal, the physician felt a resistance from the catheter. The physician grabbed the needle and pulled; consequently the catheter broke. About 2.0" of the catheter tip remained inside the pt. This was the phisician's sixth case. There was no report of pt injury or complication. The physician commented that the catheter "might have kinked upon entrance".